Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-14361, related manufacturer reference number: 2017865-2025-14362. It was reported that the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted due to unknown issues. The physician elected to replace the pacemaker system with a leadless pacemaker. The patient condition was unknown.

Event description:
New information received indicated that the pacemaker system was extracted due to an infection. The infection was unrelated to the abbott pacemaker system. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.